Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional thoracic endovascular aortic repair (tevar) procedure. The suture of one proglide device was successfully pre-placed. The sheath was upsized to a 22f, and the interventional procedure was completed. Hemostasis was achieved with the one pre-placed proglide suture. The patient was moved to recovery however shortly after (same day) the patients leg became cold. An ultrasound was done, and a separated footplate was visualized. A cutdown was done to remove the separated footplate. The patient is doing well. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of occlusion is listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the vessel closure devices. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to foot detachment include, but not limited to, needle defection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. The patient effect and treatment appear to be related to the circumstances of the procedure. The patient effect of occlusion is listed in the proglide instructions for use as a potential adverse event associated with use of the vessel closure devices. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.